Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during vats (video-assisted thoracoscopic surgery) segmentectomy when firing in the bronchus, halfway thru the firing, the staples would not form a b-shape. The operator of the device voluntarily stopped firing halfway when the staples wont form a b-shape. Another reload was used with the same handle to resolve the issue. No patient harm.

Event description:
According to the reporter during vats (video-assisted thoracoscopic surgery) segmentectomy when firing in the bronchus, halfway thru the firing, the staples would not form a b-shape. The operator of the device voluntarily stopped firing halfway when the staples wont form a b-shape. Another reload was used with the same handle to resolve the issue. No patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the quality of the image was not high enough to determine if the device was unfired, pre-fired, partially fired, or fully fired. It was reported that the staples did not form as expected. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.